Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(6). (B)(4).

Event description:
It was reported that there was a lead/extension issue and damage was detected while capping the lead. It was stated that the surgeon was unable to insert the lead completely into the implantable neurostimulator. It was also stated that the impedances were over 4,000 ohms. The issue was resolved by replacing the implantable neurostimulator (ins). The patient was doing well.

Manufacturer narrative:
Additional review determined conclusion code (B)(4) .no longer applies to this event. If information is provided in the future, a supplemental report will be issued.